Event description:
A female pt reported experiencing an (unconfirmed) ocular infection after use of total contact lens solution. The symptoms consisted of ocular dischare, blurred vision, and redness. She visited her dr, who reportedly prescribed sulfa (dosage form unknown) to treat the symptoms. Co is attempting to obtain attending physician"s diagnosis and statement of whether treatment was routine or to preclude permanent injury.